Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead displayed high impedance. A lead fracture was suspected. The lead was capped. A new ra lead was not implanted as the dual chamber device was replaced with a single chamber device. No further patient complications have been reported as a result of this event.